Event description:
Customer reported that the transformer felt hot and smelled like an electrical odor.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer indicated that the transformer appeared melted on bottom outside portion along with sparking being present. A product eval revealed that there were no exposed wires or any breach in the transformer housing that would have allowed a spark to be visible to the end user. As a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going. Eval summary: a visual examination of the power supply revealed the transformer housing was not cracked open. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 12.34 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 59.8 ohms, which is normal and indicates that the thermal fuse did not blow.